Event description:
The manufacturer representative reported, the device system was removed due to an infection. The hcp reported purulent drainage was noted at the pump incision site. The pump contained baclofen; concentration/dose is unknown at this time. The pt experienced drug withdrawal.